Event description:
Information received indicates while doing preventive maintenance on the bed, the bed exit was activated and there was no audible alarm.

Manufacturer narrative:
The technician replaced the bed exit pc board to repair the bed.